Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days upon receipt. The dilatation catheter is available for eval and testing; however, it has not been returned as of to date.

Event description:
During an interventional procedure to the superficial femoral artery, the dura star catheter separated and perforated the aorta artery. It was indicated that the device was not used in accordance with the instructions for use, as a sheath was not used.